Manufacturer narrative:
(B)(4). Evaluation summary: the samples received were evaluated in accordance with the applicable quality inspection procedure and it was observed that the masks were not attached to the resuscitator connector; additionally the masks p/n (B)(4) were evaluated in accordance with applicable inspection document and it was observed that the masks' frames present deformations. Resuscitator connector p/n (B)(4) was evaluated and no issues were found as they were within specification. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. The manufacturing process was reviewed and no similar issues were found. It was observed that when the mask is correctly pressed into the resuscitator connector it can detach easily. The mask is not produced in the carefusion (B)(4) facility; therefore, the supplier was notified. A potential root cause identified is that carefusion's personnel did not properly follow the manufacturing process, not firmly pressing the mask into the swivel elbow and the mask fell off. Also, the mask port is in the lower side out of spec of the 22mm standard connection so the assembly becomes difficult and increases the possibility of a loose mask falling off. The assembly process procedure will be modified to include the correct assembly of the mask in a more detailed manner and the personnel will be re-trained. Also the process failure mode and effects analysis (pfmea) will be revised to include this failure. In addition, the mask supplier has been notified and a corrective action has been requested.

Event description:
On (B)(6) 2011, the customer reported the following: on (B)(6) 2011, a patient who had just been intubated and placed on a ventilator dropped his oxygen saturations, so a carefusion ambu-bag was used to manually ventilate him while they troubleshot the ventilator.  The piece that the mask connects to was somehow loose and the mask fell off, so another nearby bag was used and there was no apparent impact to the patient.  The customer pulled all the bags of that lot number in case this is a systemic product defect issue. In examining the involved bag and other bags from that lot number and other lot numbers, the suspicion is that this was a fluke where the piece was not fully attached or somehow became detached. It is very difficult to pull off, so the customer suspects it just wasn't fully pressed on at the manufacturer or somehow got knocked off. On (B)(6) 2011, the customer reported: (B)(4) our carefusion representative and (B)(4) (supply chain supervisor) completed a sort of 183 of the suspect lot number and found zero defective product at the facility. The customer indicated feeling confident this was a rare manufacturing defect. The customer indicated they would be releasing these 183 carefusion ambu bags to be used throughout the hospital the night of (B)(6) 2011. The sample involved is not available for evaluation. Six or seven unused samples are available.

Manufacturer narrative:
(B)(4). Samples are available for evaluation. Upon completion of carefusion's investigation, a follow-up report will be submitted.